Event description:
The following description has been provided by reporter. Medtronic minimed shipped me my new paradigm insulin pump on november 21, 2007. It electronically 'locked up' on me in 2008 -10 months later-. Medtronic minimed shipped me my first replacement paradigm pump the same month. In 2009 -11 months later-, my first replacement paradigm started to 'scroll' erratically when I attempted to take a bolus around 3:30 pm edt. I was unable to get it to stop scrolling erratically. However, I was able to continue to receive my basal rate injections. After 6 or more failed attempts to reach minimed's 24/7 technical assistance 800-call in service line on my cell phone through saturday afternoon while listening to call-waiting messages which stated that I needed to wait 55-minutes, I finally was able to get through to minimed before 8:00 pm edt. I placed my order for my second replacement paradigm insulin pump. My second replacement paradigm pump arrived yesterday morning, two days later. It is the third paradigm insulin pump that I have received within 21-months while still under a 4-year warrantee which still has 27 months remaining on it. I immediately shipped back my second replacement pump - to minimed in the box that the third replacement arrived in. I may have acted in haste. Within two hours of powering up the third replacement pump with the 1.5 volt, eveready energizer aaa alkaline battery that minimed had sent me with the pump, the battery was drained and dead. I though that the battery have been defective. I replaced it with a new 1.5 volt duracell coppertone aaa alkaline battery. Within 6 hours that battery was drained and dead. This happened at 7:30 pm last night. I concluded that minimed had shipped me and electronically defective insulin pump. It didn't last 24-hours. Around 8:00 pm, I attempted to reach minimed on their 24/7 technical assistance e800 call in service line from my office. I had to listen to repeated, call-waiting messages which stated that I needed to wait 55-minutes. However, when the 55-minute period was concluded, their service line arbitrarily disconnected my office phone's hard line connection. It was now almost 9:00 pm. I made a coupe of more attempts to reach them , but all I received was a call-waiting message which said that I needed to wait 55-minutes, followed by music with no repeated call-waiting messages. I went home from my office at 10:00 pm. I attempted to contact minimed again at 11:15 pm, but his time with my cell phone. I waited until 00:05am edt in sep until someone finally answered my call. I explained the problem with my third paradigm pump. I explained that I did not want to receive another replacement paradigm insulin pump -it would have been my fourth in 21 months- from minimed. Instead, I explained that I wanted to receive financial reimbursement for the pump that I had purchased. It had more than 50% of the warrantee life remaining -27 months-. Therefore, I believed that I was entitled to at least 50% of the value of the pump which I had purchased. I explained that I intended to use the funds as a partial payment for my next replacement insulin pump. Only that pump product would be provided by another MFR. I was told that it was minimed's policy not to reimburse their diabetic pts for their defective pumps. Instead minimed would only replace their defective pumps with another rebuilt pump of the same model type. I pointed out to the minimed rep that not only had I experienced problems with their paradigm pumps, but I also was involved in their recent infusion kit recalls. I explained that in july, I had received a box of replacement infusion sets -10 units- and a request to send back all of my unopened boxes of infusion point sets that I had received a month before in 2009. I had just opened my second box from that original 6-box order and I still had 4 unopened boxes which I sent back to them as requested. However, the box of replacement infusion kits had a serious defect of their own. About three weeks later, when I was in the process of using the replacement box, I wet through 4 infusion point kits in less than 48-hours. The adhesive compound apparently was defective, because if I began to sweat even slightly, the infusion point would detach from my skin. I had to request replacement infusion point sets for the 'replacement' infusion sets that I already had received. I did receive the requested replacement sets. I no longer feel safe having to rely on medtronic minimed pumps and their accessories to control my diabetes for the following reasons. Over the past 2 months I have had to deal with: requesting my third paradigm insulin pumps replacement in 21-months. The most recent replacement pump lasted less than 12 hours. Their quality assurance/quality control -qa/qc- program should never have allowed that pump - to be shipped. I have been involved in their recall of their infusion point sets. However, one box of the replacement infusion sets proved to have its own adhesion defect problem which was not part of the original recall. I have been subject to inordinate and unacceptable amounts of waiting time on their 24/7 technical assistance 800-call in service line to request replacements for their defective products. These experiences have lead me to believe that medtronic minimed now has serious quality assurance/quality control -qa/qc- deficiencies in the manufacture of their diabetic use products. I believe that these qa/qc deficiencies pose a serious threat to my health and to the control of my diabetes.